Event description:
A caller reported that a sensor error message was received on the adc device, therefore, was unable to monitor their blood glucose. The customer experienced symptoms of sweating and shaking, and treatment of snack bar and apple juice were provided by the customer's spouse for treatment. The caller further reported a blood glucose result of 55 mg/dl was obtained from an unspecified device. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.